Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 13 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received, in between a 5.5 cm segment of lead body was missing. The returned lead fragments were subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead body. However the insulation was found intact. Further investigation demonstrated cuts in the insulation and the conductor cables as well as deformations of the shock coils. These damages most likely occurred during the explantation procedure. With regard to the issue mentioned in the complaint description, the analysis of the received lead fragments did not reveal any deviation which might have contributed to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This lead was explanted due to noise. Should additional information become available, this event will be updated. Multiple attempts to get the explant or event date have been unsuccessful.